Manufacturer narrative:
(B)(4).

Event description:
It was reported that rf telemetry was not working through the merlin transmitter or the programmer. The patient was asymptomatic. The device could be interrogated with inductive telemetry. The firmware was downloaded and rf telemetry was restored successfully. The patient was in stable condition and will be followed normally.